Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 118.0 cm and 119.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly conclusions: evaluation of the returned pod revealed kinked pusher assembly. These kinks were likely occurred due to the forceful advancement of the device against resistance during the procedure. During functional testing, the pod was able to advance through a demonstration lantern without issue. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. Evaluation of the returned pod pc revealed a functional device. During functional testing, the pod pc was able to advance through a demonstration lantern without issue. The reported complaint could not be confirmed. Further evaluation revealed a pusher assembly kink. This kink was likely incidental to the complaint and may have occurred during packaging for returned to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00554. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00554.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coils, pod packing coils (pod pcs) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a pod coil into the hub of the microcatheter, the physician experienced resistance; therefore, the pod coil was removed, and a new pod coil was successfully implanted. While advancing a pod pc into the hub of the microcatheter, the physician experienced resistance; therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.